Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable with no consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Additional information was received that an impedance anomaly was observed on the right ventricular (rv) lead. Lead damage was alleged but not confirmed.